Event description:
It was reported that a patient underwent a strabismus procedure on (B)(6) 2025 and suture was used. According to the doctor's feedback, under the microscope, the suture is very rough, in a flowering state, and not smooth. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: according to feedback from sale reps, suture with unsmooth appearance, it looks like suspected waxy substance on the suture surface, and these sutures are very easy to break. H3. Investigation summary: the product was returned to ethicon for evaluation. One open box with twelve (12) representative unopened samples was received for analysis. Product code j570g. Additionally, one photo was provided, and it showed a suture. Upon initial inspection of the samples, no damages were observed on the external packets. In order to evaluate the condition of the returned samples, all packets were opened. The sutures were dispensed and examined; it was noted uneven coating along all the strands. Based on the information currently available, uneven coating and/or thick coating was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Expiration date: nov /30/2029. Date of mfg.: dec/10/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.